Event description:
It was reported via repair work order that the caster was not rotating and bed could not be moved manually due to tape and other obstructions stuck in the caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.